Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an intermittent loss of capture one day post-implant. Attempts to obtain further information were unsuccessful.